Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation and the customers complaint was confirmed. It was noted that the issue occurred due to component failure of the charge coupled device unit. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the rigid video scope had pixels showing on the image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional to date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the rigid video scope had pixels showing on the image. There were no reports of patient harm.